Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was removed from storage and interrogated. It was reported to have a battery voltage measurement of 2.84v (box value - 3.25v). It was further noted that the representative did not interrogate the device with radiofrequency (rf) since receipt of the device.